Event description:
Pt was implanted with lcp plate and screw construct for a left ulna shaft fracture on an unk date. The pt complained of painful hardware. Pt was returned to the operating room on (B)(6) 2012 for removal and revision. The surgeon revised pt with bone graft and no add¿l hardware. This report is #8 of 8 for the same event.

Event description:
The surgeon reported the plate was removed for prominence, not due to a hardware related problem. This is 8 of 8 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.